Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2016-02163 and 1627487-2016-02164. It was reported the patient experienced a cerebrospinal fluid leak during the scs system permanent implant procedure on (B)(6) 2016. The doctor then attempted with three different leads but could not provide the patient effective stimulation due to the fluid. As a result, the doctor decided to abandon the procedure and did a blood patch. The patient was asymptomatic post operatively.